Event description:
Reportedly, the nurse tried to connect the implanted pacemaker with the smartview connect but the screen was frozen. It has been tried to reset the smartview connect and tried again but the same problem occurred.

Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested and the reported freeze of the screen was not reproduced. Review of the extracted log files revealed that after entering the serial number, the user did not reach the running pairing screen. However, no evidence of freeze or crash was found in the files and the incident could not be reproduced. The exact cause could not be confirmed with certainty, however it could be related to a user handling problem or a freeze on the smartview connect application. This case is recorded for trend purposes.

Event description:
Reportedly, the nurse tried to connect the implanted pacemaker with the smartview connect but the screen was frozen. It has been tried to reset the smartview connect and tried again but the same problem occurred.